Event description:
The customer reported error e221 during set up involving an olympus camera head. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.